Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during a routine follow-up, via x-ray , it was observed that the lead had dislodged. Lead was replaced. Patient condition is good.

Manufacturer narrative:
(B)(4)